Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The 80% stenosed, 16mm in length, concentric, de novo target lesion was located in the mildly tortuous, moderately calcified and 2.25mm in diameter first diagonal artery. The lesion contained >45 and <90 degrees bend. The lesion was predilated and the percent stenosis of the lesion immediately after predilation was 20%. Then a 4.00x12mm promus element¿ plus stent was advanced but was unable to cross the lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Date of birth: 1932.     Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received with a stent protector and product mandrel inserted. No issues were noted with the profile of the devices tip. The stent protector was removed to facilitate analysis and it was noted that the stent was damage at the distal end. A stent strut on the third most distal row was raised vertically off the balloon material. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The analysis did not identify any issue with the profile of the device which could have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors.   (B)(4).